Event description:
The customer reported a leak of approximately 10mls from the bottom right side of the coulter lh 750 hematology analyzer. The leak was not contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. There was no death, injury, or change to patient treatment attributed to or connected with this event. No erroneous results were associated with this event.

Manufacturer narrative:
The field service engineer (fse) found a hole in the black I-beam tubing at vl41 at the diff mixing chamber assembly. The fse replaced the tubing resolving the leak. (B)(4).